Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-17963. Related manufacturer report number: 2017865-2020-17965. Related manufacturer report number: 2017865-2020-17966. It was reported that the patient experienced an infection and redness around device area. It was unknown if the infection was caused by device implant. The system was explanted. The patient was in stable condition before, during, and after the procedure.